Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria and the physician recaptured the device. The physician experienced some difficulty when fully recapturing the closure device. The device was removed from the patient and a new wds was then used to complete the procedure. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the implant feet outside the sheath 0.5cm, and blood in the device. Allegation of tip damage, difficult to position and recapture. Inspection revealed that there were numerous kinks in the sheath. Examination under the microscope found tip damaged as the tri cuts were flared, one was folded outward, and there were abrasions on the inside of the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria and the physician recaptured the device. The physician experienced some difficulty when fully recapturing the closure device. The device was removed from the patient and a new wds was then used to complete the procedure. The patient did not experience any complications as a result of this event.